Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had small air bubbles. The customer's blood glucose was over 240 mg/dl at the time of incident. The customer's blood glucose was 221 mg/dl at the time of call. The customer stated that they were treating the blood glucose with the insulin pump. The customer stated that the insulin was not stored by room temperature. The customer was able to push insulin through the tubing. The customer performed high pressure test and the insulin pump passed. The reservoir will not be returned for analysis.